Manufacturer narrative:
The manufacturer previously reported receiving information alleging ¿no display¿. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device's display needs to replaced to address the issue.

Event description:
The manufacturer received information alleging ¿no display¿. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.